Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the failure that the seal would not deploy is not confirmed. It is not possible to determine the root cause or even provide a probable cause since there were no non-conformities discovered during the investigation.